Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: the device code "smoking" (c63003) was inadvertently omitted from the initial MDR.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a bucket of saline was placed on top of a fresenius 2008t hemodialysis (hd) machine (which was not in-use), and the bucket accidentally tipped over, spilling fluid into the machine. The biomed stated there was no machine deficiency or malfunction. The bucket was being transported to a sink (to be dumped), when the individual carrying it became distracted by something. This individual decided to place the bucket on the machine, to tend to the distraction, and did not put it down carefully enough. The biomed stated that fluid got into the machine¿s card cage, on multiple boards, and in the power supply. The machine was pulled from service for repair. The biomed replaced the user interface (ui) mics board, the power control board, and the power logic board. The biomed reported seeing smoke come out of the power control board, stated that one of the capacitors was blown, and that all of the replaced parts were charred. In addition to the charring and smoking, a burning smell was noted. The fire alarm did not go off, and there were no reports of sparks, flames, or arcing. The biomed turned on the machine and it worked for about thirty minutes, then it started to turn off and on and make a popping noise. The biomed had to replace the power control board again after inspecting the machine for further damage and identifying burn marks on two separate areas of the board. The biomed was unsure how many other internal components were impacted by the fluid spill and did not want to waste money on replacing parts just to see them get fried again, due to undetected damage. The biomed ended up finding an older 2008t machine that was discontinued from use, with a good power supply and a good card cage. They reportedly swapped everything over to that new machine (including the eeprom), re-wired everything to where it was, and put the machine through testing. The machine passed all testing and was returned to service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. All damaged parts were discarded; no samples were available to be returned for evaluation. There was no patient involvement associated with the reported event.